Event description:
Customer called to report a photoactivation module blood leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported a blood pump error alarm had occurred when the treatment was in emptying chamber phase, at the start of cycle 3, the final cycle with a large bowl kit. Customer stated two saline boluses had been delivered, with the saline going to the plasma return bag, but the alarm had not cleared. Cts asked customer to check the kit for possible blood leaks. Customer found a small amount of blood had leaked from the photo activation plate at the left tubing connection, and some blood was in the lower bezel assembly between the glass plate and metal frame. Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot a905 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaints lot review conducted and no additional complaints for photoactivation module leak were reported to date for this lot. No trends detected. The assessment is based on info available to at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint can not be determine based solely on the info provided by the customer. (B)(4).